Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the basilar artery using penumbra smart coils (smart coils). During the procedure, while attempting to advance a smart coil through another manufacturer¿s microcatheter, the physician experienced strong resistance after advancing the coil about eighty centimeters from the hub of the microcatheter. Subsequently, the smart coil became stuck and was unable to advance further. Therefore, the smart coil was removed and the procedure was completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The pet lock on the proximal end of the pusher assembly was intact. The pusher assembly was kinked in multiple locations. The embolization coil was intact with its pusher assembly. The outer diameter (od) of the embolization coil was measured and found to be within specification. Evaluation of the returned device revealed that the smart coil was able to be advanced through a demonstration microcatheter and out of the distal tip without issue. The od of the embolization coil was measured and found to be within specification. Further evaluation of the smart coil revealed that the pusher assembly was kinked. This type of damage was likely incidental and may have occurred while packaging the device for return. The root cause of the reported resistance could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.